Event description:
On (B)(6) 2025, our client passed away while using an oxygen tank that was manufactured and/or distributed by you, when the tank malfunctioned. The oxygen tank was supplied by (B)(6) and was manufactured by compass health brands. As a result of this defect and malfunction, our client passed away from a residential fire due to the recall of the oxygen machine provided which resulted in her untimely death, requiring medical treatment and causing significant pain, suffering, and damages.

Manufacturer narrative:
Investigation into incident continues. Manufacturer and distributor are working diligently to determine if and whose device was present.

Manufacturer narrative:
Investigation into incident continues. Manufacturer and distributor are working diligently to determine if and whose device was present.

Event description:
On (B)(6) 2025, our client passed away while using an oxygen tank that was manufactured and/or distributed by you, when the tank malfunctioned. The oxygen tank was supplied by (B)(4) and was manufactured by compass health brands. As a result of this defect and malfunction, our client passed away from a residential fire due to the recall of the oxygen machine provided which resulted in her untimely death, requiring medical treatment and causing significant pain, suffering, and damages.